Manufacturer narrative:
Analysis was performed on the returned device. The needle to cuff miss and deformation due to compressive stress was confirmed. The product quality problem (click) is related to case conditions and cannot be replicated in a lab environment. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to the circumstances of the procedure. In this case, it is likely a posterior cuff miss occurred due to an interaction with patient anatomy or during deployment contributed to the reported suture retrieval issue, the lack of audible click, and bend. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of a right common femoral vein with a proglide device after an interventional cardiac ablation procedure with a 6fr sheath. Reportedly, there was no click when depressing the plunger. Upon removal of the plunger, the suture was not attached to the needle and the needles were noted to be bent. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.